Event description:
It was reported the pacemaker experienced two electrical resets. Follow up information indicated that the device was reset, the patient is doing well and that no cause was ever determined for the resets. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters, critical ram parity errors logged on (B)(4)-2011 in addresses "1e 25" and "00 df". Por severity is considered low as device should be able to fully recover after reset. The device was not returned, but diagnostic information is consistent with reported event.